Event description:
Urethral warming catheter inserted for prostate cryoablation surgical procedure by surgeon. At the start of procedure surgeon noticed catheter balloon appeared to not be expanded fully. Co customer service rep called with concern. Catheter removed and replaced with new device held for facility and co inspection.